Manufacturer narrative:
Initial 4 of 7. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an infusion set patch pulling off the body when the caller was disconnecting the tubing from the site on (B)(6) 2026, which led to high blood glucose. The high blood glucose level was treated with a correction bolus via pump.